Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that low, out of range high voltage lead impedance was observed. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable following the procedure.